Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage was found from the rubber tube. There was no reported patient injury. No other information was provided.

Event description:
It was reported that leakage was found from the rubber tube. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage at the y-site valve was confirmed. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. A needleless injection cap was attached to the luer adapter. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, during functional testing, beads of water were observed emanating from the y-site valve. The leakage was non-continuous. Microscopic inspection of the valve did not reveal any defects or deformities. The beads of fluid appeared to occur intermittently under certain infusion/aspiration conditions. No continuous leakage was observed. The product IFU states, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.aluation findings are in section h.11